Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an opc, packaged capio device was used during a vaginal repair suburethral sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke at the left sacrospinous ligament. Reportedly, the dart was retained inside the patient. The procedure was completed with another opc capio device. There are no adverse patient effects as a result of this event.

Manufacturer narrative:
A visual examination of the returned opc, packaged capio device revealed that the carrier was broken and the broken section of the carrier and the suture involved were not returned by the customer. Due to the device condition, the functional test could not be performed a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. This failure found is a problem aligned to inadequate or lack of validation of design changes of the device leading to malfunction or unintended properties of the device. Therefore, design inadequate for purpose was selected by the investigation as the most probable cause for this complaint. The issue (carrier detachment) is under investigation. (B)(4).

Event description:
It was reported to boston scientific corporation that an opc, packaged capio device was used during a vaginal repair suburethral sling procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the suture broke at the left sacrospinous ligament. Reportedly, the dart was retained inside the patient. The procedure was completed with another opc capio device. There are no adverse patient effects as a result of this event.